Manufacturer narrative:
The axium device will not be returned for evaluation as the coil was implanted and the pushwire was likely discarded. There was no evidence of manufacturing defects that relates to the complaint; therefore manufacturing has been ruled out as a potential cause. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a post procedure event. Recanalization of a large or giant aneurysm is a known complication of coiling treatment.

Event description:
Medtronic received report that a follow up imaging showed a neck/aneurysm remnant. Six months prior to the imaging, the patient was treated for a ruptured aneurysm in the left a1 anterior cerebral artery (aca) with subarachnoid hemorrhage. The ruptured aneurysm was coiled with a mixture of axium and other manufacturer's coils. The physician decided to treat the aneurysm remnant with s flow diverter. There were no reports of coil device issues.